Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain, chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding") and abdominal pain ("pelvic/ abdominal pain, chronic pain"). The patient was treated with surgery (hysterectomy- full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (per summon) and (B)(6) 2010 (as reported in ppf, discrepancy noted) she received treatment for pelvic/ abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: event injury was replaced by pelvic/ abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding) added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain, chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included chloroquine, heparin calcium (cal heparine), hydroxyzine and quetiapine fumarate (seroquel). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraine / headache"), nausea ("nausea") and genital haemorrhage ("abnormal bleeding (general)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding"), abdominal pain ("pelvic/ abdominal pain, chronic pain"), autoimmune disorder ("autoimmune disorder"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), depression ("depression"), anxiety ("anxiety"), antiphospholipid syndrome ("antiphospholipid syndrome"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), endometriosis ("endometriosis"), bipolar disorder ("bipolar disorder") and headache ("headache"). The patient was treated with surgery (hysterectomy- full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had resolved and the autoimmune disorder, dysmenorrhoea, fatigue, irritable bowel syndrome, migraine, nausea, depression, anxiety, antiphospholipid syndrome, genital haemorrhage, vaginal haemorrhage, endometriosis, bipolar disorder and headache outcome was unknown. The reporter considered abdominal pain, antiphospholipid syndrome, anxiety, autoimmune disorder, bipolar disorder, depression, dysmenorrhoea, endometriosis, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2009 (per summon) and (B)(6) 2010 (as reported in ppf, discrepancy noted) she received treatment for pelvic/ abdominal pain, chronic pain, menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media. Depression, anxiety, antiphospholipid syndrome (syndrome). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs and mr received : events- "autoimmune disorder, abnormal bleeding (general), abnormal bleeding (vaginal), ibs, antiphospholipid syndrome, dysmenorrhea (cramping), fatigue, endometriosis, migraine / headache, nausea, depression, anxiety, bipolar disorder ,headache", reporter, concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.